Manufacturer narrative:
A "leaky pilot pressure" alarm may be caused by variations in the hospital compressed air system, because pilot pressure is inversely proportional to the inlet air pressure. A change in the hospital-supplied inlet air pressure would cause the pilot pressure to change and, depending on the extent of inlet air pressure variation, a leaky pilot pressure alarm may be generated. This condition may be resolved by adjustment of the pilot pressure regulator, pursuant to the css console user's manual. A syncardia clinical support representative visited the site to perform a console checkout on the device. The css console passed calibration and all tests performed during the console checkout without requiring adjustment of the pilot pressure regulator, indicating that the observed condition was most likely attributable to hospital inlet air pressure variation. The css console performed as intended and there was no device malfunction. Syncardia has completed its evaluation of this issue and is closing this file.

Event description:
Customer reported that the css console exhibited a "leaky pilot valve" alarm on the primary controller while supporting a patient. The controller continued to provide patient support, and there was no effect on the ability of the controller to continue to perform its life-sustaining function. The patient's drivelines were switched to the backup controller. There was no patient impact.